Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4). Submitted for adverse event which occurred on (B)(6) 2002. Mwr# (B)(4). Submitted for adverse event which occurred on (B)(6) 2003. Mwr# (B)(4). Submitted for adverse event which occurred on (B)(6) 2009. Mwr# (B)(4). Submitted for adverse event which occurred on (B)(6) 2014. Mwr# (B)(4). Submitted for adverse event which occurred on unk date.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on an unk date and mesh was implanted. It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2002, (B)(6) 2003, (B)(6) 2009, (B)(6) 2014 and unk date and mesh x5 was implanted. It was reported that the patient experienced mesh adhesion, infection, pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. Other procedures are captured under separate files. No additional information was provided.